Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the patient felt dizzy and was shaking, and then passed out briefly due to insulin shock. The patient's boyfriend was present and responded by removing the patient's insulin pump and calling for an ambulance. The boyfriend also helped administer some carbohydrates to the patient while they waited for the ambulance to arrive. Paramedics arrived soon therafter and treated the patient with glucose and sweet water. The patient's blood glucose value was measured around this time and reportedly read 2.0 mmol/l. The blood glucose value of 2.0 mmol/l was confirmed by a second measurement. The patient does not know what her comparative cgm reading was at the time, but stated she did not receive an alert warning her of low glucose levels. After being treated by the paramedics, the patient's blood sugar stabilized and she was released from their care without the need for any further medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.